Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:04 was confirmed during product evaluation. This condition was caused by debris being in the channel. The channel was cleaned to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 808:04. This problem was identified during service and interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.